Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula issue twice and both the times, patient's blood glucose level was over 700 mg/dl due to which she was hospitalized two times. For the first time, the patient was hospitalized on (B)(6) 2019 and was admitted for 2-3 days. The second time, on (B)(6) 2019 at around 09:30 pm-10:00 pm, the patient was hospitalized and was there until the night of (B)(6) 2019. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.